Event description:
A customer has reported that while checking their AED, they found it had expired pads and the AED would not turn on. They reported that this did not occur during patient use.

Manufacturer narrative:
The customer reported they no longer have access to the depleted battery pack. Troubleshooting of the AED with a working battery pack and based on the conversation with the customer, it appears that the cause of the AED not powering on was related to the device not being maintained per the manufacture's recommendations.